Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The unit powered up with a blank display due to a crack at the bottom of the plastic which houses the battery compartment. The metallic battery sleeve within the battery compartment got pushed downwards, and as a result, the battery cap terminal does not make contact with the battery sleeve. Unable to perform the displacement test due to the poor connection. The unit was received with a crack in the battery tube that extends to the top of the unit where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Information received by medtronic indicated that the insulin pump had crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.